Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with irregular epithelium over flap and diffuse lamellar keratitis (dlk) stage 3+ on the left eye (os) at a post op exam. The date of initial treatment was on (B)(6) 2017 and the date of discovery was on (B)(6) 2017. A description from the surgery center indicated the patient starting having left eye issues one week prior to the walk in visit to the surgery center. Prior to the recent surgery center, the patient was seen at urgent care and was treated with moxifloxacin hydrochloride ophthalmic eye drop solution . It was also noted the patient came in with nasal opacities. The patient¿s chief complaint was of pain. The patient commented that pain was improving but vision was bad. The patient experienced loss of best corrected visual acuity. Topical steroid drops were increased to resolve symptoms and the patient was referred to a corneal specialist. Bcva from (B)(6) 2017: right eye pre-op 20/20 -1.50 x -2.50 x 24, left eye pre-op 20/20 .00 x -2.50 x 171. Bcva from (B)(6) 2017: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 -1.00 x -1.00 x 35.